Event description:
Additional information received indicates surgery took place wherein the leads and ipg were explanted and replaced. Effective therapy was restored. Ipg was electively replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-17137. It was reported the patient experienced ineffective stimulation due to high impedances on all contacts following a boating accident. Surgical intervention may take place at a later date.